Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 302995. Batch # 4326483. It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information as provided by the initial reporter: verbatim: rcc received a complaint via email. Product code sku:0723302995. Product description brand name: syringe 10 ml bd luer-lok. When problem was notice: prior to use. Sterilization wrap: pre-sterilization. Incident discovered during patient care: no. Nature of patient care: quantity: (B)(4). Uom: each lot: 4326483. (B)(4). Date of event: 2/6/2025 12:00:00 am. Incident details: syringe displayed multiple black specks inside 10ml. Was patient or end-user injured: no. Injury details: was medical treatment required: no. Treatment details: patient current status: na. Has the facility filed a report with health authority (ies)? No. Is photo available: unknown. Attach photo: no attachment. Is sample available: yes. Sample used/unused:

Event description:
No additional information

Manufacturer narrative:
Potential root cause for the foreign matter fluid path defect is associated with the assembly process. We will continue monitoring the complaint trend for the product and symptom. Batch 4326483 is considered in compliance with our product specification requirements.